Event description:
The hospital reported that during a mis procedure in 2006, segments 8 through 10 and 1 through 3 were completed successfully. When the surgeon moved to segment 4 and up, he felt that the sliding ring was then moving too freely. It was observed that no ablation had been made for the remaining segments. A replacement device was used to complete the procedure. No patient complications were reported by the hospital at that time. On twelve days later, it was reported that the patient was readmitted and had repair surgery for esophageal burn. Multiple attempts were made to confirm if an adverse patient event had occurred; however, the hospital would not provide any additional information at that time. On may 21, 2008 new information was received that impacts our original decision regarding MDR reportability, due to the allegations of esophageal burn. After review and evaluation of this new information, we concluded filing this particular MDR.

Manufacturer narrative:
Failure analysis performed on july 27, 2006 confirmed that the device would not ablate and was inoperative. If an adverse event had occurred, the reported device failure would not explain an esophageal burn. A lhr review was completed for the product and there was no nonconformance associated with the lot number.